Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. Conclusion: the investigation concluded that damage was consistent with a misuse of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the 44#2 exeter stem had a deformed spigot protector and when the surgeon loaded the device on the introducer, the stem was off at an angle. Another stem of the same size was used to complete the case.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that the 44#2 exeter stem had a deformed spigot protector and when the surgeon loaded the device on the introducer, the stem was off at an angle. Another stem of the same size was used to complete the case.